Event description:
The caller's family member used the freestyle meter to test the blood sugar before driving. They received a blood glucose reading of 76mg/dl. While driving, experienced a reaction, and crashed into a ditch, they were taken to the hosp where the blood sugar reading was 50 mg/dl. They were treated with sugar through an IV to bring the glucose back up.